Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer stepped on the blue fiber cable while the patient side cart (psc) was being driven to dock to the patient, which caused damage to the fiber port on the psc. It was further reported that although the site had a spare blue fiber cable available, they were unable to connect it because the damaged fiber port had fallen into the base of the psc. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the optic fiber cable circular mount. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.